Manufacturer narrative:
The catalog number identified in has not been cleared in the us, but is similar to the MRI implantable port products that are cleared in the us. The product classification code for the MRI implantable port product is identified. Of the two malfunctions, one lot number was provided and a lot history review was performed. One device and one photo have been returned to the manufacturer for one malfunction. The investigation of one malfunction is currently underway. For one malfunction, the device has not been returned for evaluation, therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a fracture. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. One patient was a (B)(6) year old male whose weight was not provided. The age, weight, and gender of the other patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI implantable port products that are cleared in the us. The product classification code for the MRI implantable port product is identified in d2. H10: of the two malfunctions, one lot number was provided and a lot history review was performed. One device and one photo have been returned to the manufacturer for both malfunctions. The evaluation identified break for both reported malfunctions. A definitive root cause could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a fracture. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. One patient was a 70 year old male whose weight was not provided. The age, weight, and gender of the other patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI implantable port products that are cleared in the us. The product classification code for the MRI implantable port product is identified in d2. H10: of the two malfunctions, one lot number was provided and a lot history review was performed. Photographs were provided for the alleged malfunction as well as the devices were returned to the manufacturer for evaluation. Investigation of the photographs and the returned devices confirmed fracture on one of the device and remains inconclusive for the other one. Based on the investigation findings, the code 2988 (naturally worn) and 2889 (deformation due to compressive stress) was added to one of the files. Based on the available information, a definitive root cause could not be determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a fracture. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. One patient was a 70 year old male whose weight was not provided. The age, weight, and gender of the other patient were not provided.